Manufacturer narrative:
(B)(4). Date sent 4/25/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection procedure the anvil failed to connect to the trocar. Opened a new device does the consultant feel it was user error? No. Been using this device for over 12 months with no issues. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2025. Additional information received: the issue was with the battery. Upon insertion there was no light on the device at all, tried a few times taking it out and reinserting the battery with no change. There are no other issues. Surgeon said everything else was perfect, they had to open another one because the anvil was already sutured in. A few people tried to get the battery to work but failed. I attempted to get the battery to sit flush but couldn't, I shone a light inside but couldn't see anything unusual. A video was received. Any additional information obtained from the video evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2025. Video summary- this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a device from battery area and a battery is being inserted on the device and it appears to be inserted as expected. The video does not provide enough evidence related to the event reported. Based on the video the event described cannot confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot a97e6n, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/11/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 8/15/2025 d4 batch #452d80 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. The tissue compression scale did not backlight turn on when the test battery was inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reach on the cause of the reported event, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 452d80, and no non-conformances were identified.